Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. During a percutaneous coronary intervention, a 2.50 x 38mm promus premier stent was attempted to be implanted but the stent dislodged. The stent was removed from the patient and the procedure was successfully completed with a different device without issue or patient injury.

Event description:
It was reported that stent dislodgement occurred. During a percutaneous coronary intervention, a 2.50 x 38mm promus premier stent was attempted to be implanted but the stent dislodged. The stent was removed from the patient and the procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
Device is a combination product. A 2.50 x 38mm promus premier btk stent delivery system was returned for analysis. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A examination of shaft polymer extrusion revealed no issues. An examination of the tip found no damage to the tip. No issues were identified during the product analysis.